Manufacturer narrative:
(B)(4). Concomitant medical products: patient medications - aspirin, alprazolam, nexium, pro-air hfa, pentoxifylline ER, parafate, and zyrtec. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The delivery catheter and detached olive were not available for evaluation; therefore, the cause of the olive detachment cannot be determined with the provided information.

Event description:
On (B)(6) 2016, the patient underwent treatment of a descending thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. It was reported the device was deployed with no issues, and no resistance was reportedly noted during advancement or withdrawal of the delivery catheter. During final angiography, imaging reportedly showed the leading olive had detached from the delivery catheter and remained on the guidewire in the aortic arch. It was reported that the patient¿s aorta and iliac arteries were angulated, which reportedly may have contributed to the catheter breakage. The physician reportedly pulled the guidewire out of the patient to withdraw the detached olive into the abdominal aorta. It was reported the detached olive would not fit through the sheath for removal, so an occlusion balloon was advanced above the detached olive and inflated to maintain hemostasis. The sheath was then reportedly removed, and the detached olive was removed from the patient using a snare catheter. It was reported the patient lost ~600 cc of blood during retrieval of the detached olive, and cell saver was administered during the procedure. The patient tolerated the procedure with no further adverse events. The delivery catheter and detached olive were discarded at the facility; therefore, an engineering evaluation could not be performed. The cause of the olive detachment cannot be determined with the provided information.